Event description:
The user had a head trauma on (B)(6) 2021. There was redness at the implant site observed, but no medical attention was sought at that time. Recently the user complained of severe headache and the parents discovered that the implant housing had extruded through the skin. The device was explanted on (B)(6) 2021.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from a head trauma, which caused an inflammation at the implant site. Three weeks afterwards infection was present, and the device was found extruded through the skin, which was most likely caused by the damaged skin due to the trauma in combination with the use of the audio processor. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient suffered from a head trauma, which caused an inflammation at the implant site. Three weeks afterwards infection was present, and the device was found extruded through the skin, which was most likely caused by the damaged skin due to the trauma in combination with the use of the audio-processor. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.

Event description:
The user had a head trauma on (B)(6) 2021. There was redness at the implant site observed, but no medical attention was sought at that time. Recently the user complained of severe headache and the parents discovered that the implant housing had extruded through the skin. The device was explanted on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a head trauma on (B)(6) 2021. There was redness at the implant site observed, but no medical attention was sought at that time. Recently the user complained of severe headache and the parents discovered that the implant housing had extruded through the skin. The device was explanted on (B)(6) 2021. Prior to being removed, the skin above the implant was not intact and there was an opening about the size of a coin where the implant was exposed. There were signs of infection.